Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent knee surgery on an unknown date and barbed suture was used. Post-op, the patient fell over in an intoxicated state. The wound ruptured and the suture broke after the patient's fall. The patient underwent reoperation. The patient is reported to be fine.